Manufacturer narrative:
A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine the specific material used for this incident. Per the end-user, the material was either 368608 or 368607. Both of these products are manufactured in our sumter, sc facility. Therefore, becton, dickinson & co., (bd), sumter, sc has been listed in sections d.3. And g.1. And the becton, dickinson & co., (bd), sumter, sc FDA registration number has been used for the manufacture report number. . Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using an unspecified bd vacutainer® eclipse¿ blood collection needle, a needlestick injury occurred post-use after removing the needle from the patient's arm. The following information was provided by the initial reporter: "customer responded stating that she was only able to obtain "the date of incident and a quote from the employee on the incident report" as follows: on (B)(6) 2024-drawing blood, poked pt. Removed needle & accidentally poked myself; there are no pictures. All resulted in body fluid exposure with blood draw follow up for 6 months." There was no other health impact or consequences reported.